Event description:
On or about (B)(6) 2004, patient underwent placement of a greenfield vena cava filter. On or about (B)(6) 2019, a computerized tomography (CT) scan revealed that the struts from the greenfield filter had migrated outside of the inferior vena cava (ivc) wall at the base of the third lumbar vertebral body. On (B)(6) 2019, the patient underwent surgery to remove the ivc filter. During surgery, tilting of the filter and perforation of multiple legs was confirmed. An 18 french sheath and endovascular forceps were used to remove the filter. During the procedure, there were complications due to rupture of the attached portions of the ivc and overlapping thoracic aortic stent graft was used to repair.